Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have experienced keypad anomaly and button error alarm. Customer states while attempting a bolus delivery, buttons began to scroll, after changing batteries a button error alarm was received. Customer's blood glucose was unknown. No troubleshooting was performed as call was dropped. No further information provided.